Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-000, serial number (B)(4)) was used after a polypectomy. The settings were apc pulsed, effect 2 at 25 watts. Upon activation, a "pop" was heard indicating a possible bowel explosion and a perforation in an elderly patient. No further details were provided, however the patient's family declined surgical intervention and the patient expired.

Manufacturer narrative:
An offer was made to the medical center to have the apc/esu system evaluated by erbe as well as to perform additional in service training. Any further information or the results of any equipment evaluation will be provided in a follow-up report, nevertheless, it appears that combustible gases (e.g., methane and/or hydrogen) were at such a concentration in the bowel that when diathermy was applied an explosion occurred. Although very rare the complication can occur. Therefore, erbe provides a warning in the user manual that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. In conclusion, it is extremely important for clinicians to ensure proper bowel preparation. Further in-service training is being planned with the involved medical personnel.